Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A company representative reported that the software jammed upon creating a backup of the system's settings. The system had to be rebooted. The event occurred before surgery, there was no patient involved. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the customer called the company representative to assist with troubleshooting. The customer then confirmed they were ¿not having any more problems with the system". Without any additional, related information, the cause of the reported event cannot be determined conclusively. (B)(4).